Event description:
The customer reported that while monitoring patients on a xhibit central station (xcs), the central station became frozen and unresponsive. The customer attempted to recover the functionality of the xcs via a hard restart, however upon reboot, the customer reported the license was lost. There was no patient or user harm associated with this event.

Manufacturer narrative:
The field service engineer (fse) worked with the customer to restore the license and after observing proper device operation through functional and performance testing, the device was returned to the customer for use. While reloading the software resolved the reported issue, the cause of the reported issue could not be determined.